Event description:
The autopulse system was deployed on pt. The system was operated for approximately 20 minutes during pt transport. The platform was stopped and the pt was transferred to a gurney. The platform was started again and ran for about 5 minutes when the chest compression assembly (cca) broke.